Event description:
It was reported that a physician implanted one (1) resolute integrity drug-eluting stent to treat isr of a non-medtronic des in a patient. The following day the patient developed a fever and pneumonia was suspected by x-ray 2 days post stent implant. No other clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (reaction). (Root cause of the event could not be determined). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusions: unable to confirm complaint (device or procedural images not provided for review). Known inherent risk of procedure (reaction). Unknown (root cause could not be determined). (B)(4).